Event description:
Suspicion of valve occlusion.

Manufacturer narrative:
The valve was patent. The valve did not pass leak testing due to two puncture holes in the reservoir. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. The valve failed siphon and reflux testing due to copious amounts of red proteinaceous debris throughout the valve. Proteinaceous clots were noted in the proximal occluder as well as between the distal occluder and silicone dome. A ring of debris was noted around the center of the delta chamber. Debris within the valve may interfere with the delta chamber and occluder resulting in siphoning and reflux, respectively. Measurement of pressure flow characteristics and preimplantation testing were not possible due to the condition of the returned valve. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.